Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) male with severe left ventricle dysfunction underwent ischemic ventricular fibrillation (isvt) ablation procedure on both right and left ventricles with a thermocool® smart touch® sf bi-directional navigation catheter and suffered death. During ablation phase in both the right and left ventricles the patient was put on extracorporeal membrane oxygenation (ECMO) to maintain hemodynamics. The caller stated that this procedure was high risk and it was made apparent that the patient may not survive. No additional medical or surgical intervention was required as the patient was palliated. There were no bwi product malfunctions. The opinion of the physician regarding the causality of the event is unknown.